Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, myopotential over-sensing was observed. In-clinic, the over-sensing was reproduced by coughing. The recommended programming changes were made and the issue was resolved. The patient was not symptomatic.